Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (loc), undersensing, and an abrupt impedance change. It was noted that there was a perforation of the rv lead. The perforation was confirmed via x-ray. It was noted that the patient experienced ventricular fibrillation (vf) and coded. The lead was repositioned and remains in use. No additional adverse patient effects were reported.